Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2007 patient was pre-operatively diagnosed with l3-l4 instability and underwent the following procedures: l3-4 decompressive laminectomy and facetectomy. Interbody fusion using rhbmp-2/acs . Bilateral pedicle screw instrumentation. As per the op notes:¿ contralateral decompression accomplished with the kerrison punches, and once the facet had been resected, the interspace was identified taking greater care not to injure the l3 root. Annulotomy was performed. Disc space was distracted 10 mm and decorticated using rotating cutters. Once this was done, a 10 mm x 22 mm device was packed with rhbmp-2/acs and tapped in the interspace.¿

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.